Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump delivered a lot of insulin without their input. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer stated the pump delivered boluses of 3 to 5 units over several hours without their input. Troubleshooting was not completed as the customer was going to upload the pump. No further information was provided. The insulin pump will not be returned for analysis.